Event description:
The customer returned the autoclavable camera head to the service center for a separate issue. During device analysis, the service center identified that the device exhibited no image on the screen due to a faulty cable, as well as a failed leak test caused by a cut in the cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified; however, based on the results of the investigation, it is likely that the no image on the screen was caused by a faulty cable, and the failed leak test occurred due to a cut in the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.